Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was difficulty when inserting the sheath and dilator. The sheath and dilator were removed to find that the sheath appeared to be "burred" or have a "rough" appearance with "small bumps." As a result, a new insertion kit was opened and used to complete the procedure without issue. There was no reported delay, death or complications to the patient as a result of this issue or occurrence.